Manufacturer narrative:
Integra has completed their internal investigation on 02/24/2017 . The investigation included: methods: review of complaints history. Results: DHR review was not possible since the customer did not report the device¿s lot number. Review of product's ncr, and CAPA history from february 2015 ¿ february 2017: no related ncr or CAPA was opened during the period of february 2015 to february 2017 upon review of integra's complaint system from february 2015 to february 2015, there are six (6) complaints related to ¿cracked stopcock & leakage¿ including this one. Approximately (B)(4) units of accudrain¿s external drainage product families and accessories were released for distribution from february 2015 to february 2017. (B)(4). Conclusion: this is the fifth complaint received from (B)(6) hospital regarding stopcock breakage (patient line stopcocks). Nothing unusual was found in any of the previous investigations that would indicate that there was a situation with the stopcocks. The referred stopcock (p/n 200407-001) is located at the patient¿s line. Two of these stopcocks (200407-001) are used per device: one in the patient line and the other in the lower handle mount, only the patient line stopcocks have been reported broken. As part of stopcock release for manufacturing use, these are 100% verified for cracks and stress marks under a microscope 3x as per visual inspection of 4-way stopcock. After the 100% inspection performed by trained manufacturing personnel, qa samples and inspects (B)(4) units as per procedure. Patient line is 100% leak tested per accudrain products functional test during the manufacturing assembly process. If the stopcock was cracked or broken, it would have been rejected during the leak test performed. Product¿s IFU recommends irrigating with preservative-free sterile normal saline prior to use as determined by hospital protocol. This would have exposed any possible leaks in the system prior coming in contact with the patient. In conclusion, from a manufacturing perspective, there are procedural controls in place to detect and prevent this kind of defect. Information received from the facility states that they identified the root cause of the stopcock breakage. The breakage is caused by collodion remover and/or acetone coming in contact with the stopcock. These two (2) substances/chemicals are used to remove the collodion gel that is used to glue electroencephalogram (eeg) leads (electrodes) to a patient¿s head. When either of these substances comes in contact with the stopcock, they cause it to crack. Therefore, the root cause for this event is related to user practices at the field. As a corrective action, (B)(6) hospital discontinued the use of collodion remover and acetone in the ICU for patients with a hummingbird or evd (drain) of the brain.

Event description:
It was reported that the patient had an evd that cracked in half while removing the leads with collodion remover. The eeg technicians noticed that the icp was changing quickly and fluid collection was noted. The nurse was called and was able to clamp it until nursing could switch it out. Collodian remover and acetone were accidentally in contact with the drain tubing/stopcock and it caused the drain to crack and leak csf. The patient did pass away on the (B)(6) 2017 but the cause of death was from multiple extensive injuries related to the car accident she was in. Additional information has been requested and on 15feb2015, the following information was provided: the accudrain was used for icp management after the patient had a decompressive craniectomy done. The cause of death listed in the md note was stroke/cva due to trauma/accident. Autopsy findings are unknown at this time. There is no estimate in ml or cc noted for csf leak, just that "there was a large amount of csf fluid on bed". Time of death on (B)(6) 2017 was at 1428. The accudrain is not available to be returned and there are no photos available. The drain was disposed of and therefore, lot number could not be provided.